Manufacturer narrative:
The delivery pusher with the proximal end of the coil attached was returned for eval. The majority of the coil was broken from the proximal segment of the coil and stretched. The eval could not be confirmed as a portion of the coil remained attached to the delivery pusher. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. The coil was reported to not frame in the aneurysm well. Upon positioning, the coil prematurely detached within the microcatheter. The catheter and coil were removed together successfully. No injury was reported with the pt as a result of the procedure. The pt was reported to be fine.